Manufacturer narrative:
The hvad is used for treatment not diagnosis. The o-ring was reported broken during pump exchange and due to urgency, o-ring from explanted pump was used. There was no reported patient injury as a result of this event. The pump (B)(4) and o-ring were not returned to the manufacturer for analysis because they were not saved by the site. Review of the manufacturing documentation confirmed that the pump met all requirements for release. The root cause for the reported event cannot be conclusively determined since the o-ring was not returned for evaluation. Based on an open internal investigation of similar events, the most probable root cause for the o-ring damage may be attributed to user error during implant and variation in the sewing ring gap leading to difficulty when inserting the o-ring into the sewing ring. However, there are procedural factors such as the hemisternotomy and left thoracotomy approach taken during the implant which could have contributed to the reported event. The manufacturer has an open investigation for these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. Implantation of a ventricular assist device (vad) is an invasive procedure requiring general anesthesia, a median sternotomy, a ventilator and cardiopulmonary bypass. These surgical procedures are associated with numerous risks. All vad patients face risks including, but not limited to perioperative bleeding as outlined in the instructions for use (IFU). The IFU outlines the surgical procedure for attaching the sewing ring to the myocardium. It outlines to position the sewing ring to permit access to its screw after cannulation and ensure that the pump housing is flush with the sewing ring housing. It outlines to tighten sewing ring's screw around the pump inflow conduit using the wrench to tighten the screw until an audible "click" is heard and after tightening the sewing ring's screw verify no blood or air leakage around the sewing ring. Based on the reported information, although no root cause conclusion can be made, it is possible that operational factors and positioning of the components may have contributed to the event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803.

Event description:
It was reported from (B)(6) that during an exchange of a ventricular assist device (vad) for suspected pump thrombosis on (B)(6) 2013 the new replacement vad had a broken o-ring on the inflow tube. The device exchange on (B)(6) 2013 was performed via a hemisternotomy and left thoracotomy approach. The damage to the o-ring was first identified as the surgeon inserted the inflow cannula into the sewing ring. The site was not aware how the device damage had occurred. Due to the urgent situation, the site took the o-ring from the explanted vad and placed it on the inflow cannula for the replacement vad. There was no reported patient injury as a result of this event. After the procedure the patient was said to be stable in the intensive care unit (ICU). The broken o-ring was not saved by the site and was not returned to the manufacturer for analysis.